Event description:
Customer reportedly obtained an error while exhibiting low blood glucose symptoms. The paramedics were called and treated customer for hypoglycemic symptoms. Treatment methods not provided. Requested return of suspect system and replacement was sent.